Event description:
Ppf alleges metal wear. Doi: (B)(6) 2009. Dor: (B)(6) 2010. (Left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm +8.5 hip femoral head. Pinnacle mtl ins neut36idx52od hip acetabular liner. Pinnacle 100 acet cup 52mm hip acetabular cup. Corail2 non col ho size 11 hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Reason for original complaint - patient was revised to address squeaking, high serum levels, and vertical cup placement. Update: 10/16/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient had pain, and loose cup. Update ad 27 apr 2018: (B)(4) has "bee" re-opened under (B)(4) due to receipt of pfs and medical records. Pfs alleges extreme high level of metals, squeaking and high levels of irritation. After review of medical records the patient was revised to address failure of acetabular component left total hip replacement with metallosis of left hip. Updated patient harms and ip details. Added stem on ip due to elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2010; (left hip).